Event description:
Reportedly, a cryocyte freezing container was stored at 80 c in december 1996. In the beginning of may 1997, the doctor placed the container back into the liquid nitrogen. When the container was removed from the liquid nitrogen on may 26 it was found broken. Some cells were discarded at the time of the event, but sufficient back up cells were on hand for transplantation. The pt was not effected by this event. The container has been disposed of. The baxter qa japan representative who spoke with the site indicated that they attributed this breakage to the added shock to the bag from reimmersion into the liquid nitrogen. The doctor was re-instructed on details for storage and handling of cryocyte containers.